Event description:
Patient called because, sometimes the pen needle doesn't prime and those that do, during the injection the pen needle becomes clogged and the injections flows really slow. Patient stated 1/3 of pen needle don't work every single day. When he last picked up his rx, he showed the pharmacist his technique to make sure he was bending the non-patient end of the pn and she confirmed that he was not. User does not reuse pn.